Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/11/2017. Device returned to manufacturer? Yes. The lens was returned in its original package. The cartridge also returned with the lens. Visual inspection at 10x microscope magnification was performed. The lens was observed stuck inside the cartridge. Residues of lubricant material were observed in the cartridge. Stress marks were also observed on the cartridge tube. One of the haptics was observed broken. The other haptic was observed distorted. The condition of the lens returned is consistent with a unit that has been previously handled and prepared for surgical use. The reported complaint issue was verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was implanted and therefore unknown if the lens was explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a haptic broke on a ar40m intraocular lens (iol). The reporter could not confirm if there was patient contact or not. No additional information was provided.